Manufacturer narrative:
Multiple attempts have been performed to gather additional information on the reported event, but so far, the customer did not provide any. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. According to the periodic inspection for liko overhead lifts (3en191001, rev. 2), the emergency stop function should be checked at least once every year. In the document it is stated under section 5: check that the emergency stop (a) cord is secured properly and have no damage (if applicable). Activate the emergency stop button (b). Verify that it holds and locks in the activated position. With the emergency stop activated, check that the motor does not operate when the hand control buttons are pressed. Deactivate the emergency button. Verify that the button releases from the activated position into the deactivated position. Although there was no patient injury associated with the reported event, a non-functional emergency stop button during patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom is cautiously reporting this event in absence of clear information. If any additional and relevant information will be received, it will be addressed accordingly.

Event description:
The customer reported having issues with the lift¿s emergency stop button. In the specific, when testing the unit with 450 lbs weight test and pulling the emergency stop button, the lift still lowers when pressing the down button. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).